Event description:
Consumer complaint of about high blood results. Performed blood after eating. Result of 238mg/dl. Caller states he normally ranges from 80-100mg/dl. There is one result in memory that reads low. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).